Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received multiple, minimum fill notifications during the load process. Reportedly, the cartridge was filled with 120 units. The customer's blood glucose level was 110 mg/dl. The customer added additional insulin to the existing cartridge and successfully completed the load process.